Event description:
The customer reported that she was taken to the emergency room due to diabetic ketoacidosis, with a blood glucose of 585 mg/dl. The customer stated that she felt nauseous as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.